Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) , product type: lead. Product ID: 977a260 , serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reported intra-op difficulty with placing leads. Rfc was to report 2 leads that needed to be removed during implant. Per caller, the patient had a wet tap (assuming cfs puncture) from some form of obstruction in the epidural in addition to the lead(s) that had migrated. The wet tap was repaired and the patient either had a 2nd wet tap or the 1st one started to leak. During this procedure the 2 leads were removed for replacement. Per caller, only one lead was implanted. Unknown condition of patient as she is still on the or table. The leads will be returned. Additional information was received from the manufacturer representative (rep). The cause/reason for the lead removal procedure was that the physician decided to remove the leads due the wet tap and the fact that they continued to shift laterally and would not stay close to midline. The cause of lead migration was unknown. The cause of the difficulty placing the lead, other than the wet tap, was unknown. The patient was admitted for observation and doing well as of (B)(6) 2021. No further actions planned to resolve the issue at this time. The leads will not be returned as the leads were discarded. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.